Manufacturer narrative:
(B) (4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during an unspecified procedure, a dissection occurred. The lesion was located in the proximal circumflex (cx) artery. The 3.5 x 10mm flextome monorail cutting balloon was inflated to 12 atms when it ruptured. A dissection was noted in the cx. A 3.0 x 15mm promus rx drug-eluting stent was used to treat the dissection. Additionally during this procedure, a blood clot was noted in the left main. The guide catheter was disengaged to allow for better blood flow. Doing this alleviated the blood clot. The procedure was completed with ivus and stenting of the proximal left anterior descending artery with a 3.0 x 15mm promus rx drug-eluting stent. Patient's status was reported as 'ok'.